Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to device non-use. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 19, 2022.

Manufacturer narrative:
Correction: the device was explanted on (b)96) 2021. Section d6b has been updated accordingly. Device analysis report attached. This report is submitted on june 2, 2023.